Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired approximately 2 months post-implant with the cause of the expiration being noted as cerebrovascular accident. Surgical implant notes documented that after lvad implant multiple attempts to wean the patient from cardiopulmonary bypass were required to start the lvad with intolerance and episodes of hypoxia. Platelets, fresh frozen plasma and cryoprecipitate were administered. No additional information was provided.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. A full examination of the device could not be performed because the system was not returned to the manufacturer for analysis. The manufacturer's instructions for use lists stroke and death as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4): the device is expected to be returned for evaluation but has not yet been received.no further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.